Manufacturer narrative:
Visual inspection confirmed that two of the shims had only one of the ball bearings and spring of the detached ball bearing was missing and not returned. It is also noted that the surface of the two shims is scuffed and have wear marks. Discoloration of the surface of both the devices can also be seen. Visual inspection of the third shim confirmed that both the ball bearings and spring of the detached ball bearing were missing and not returned. The surface of the shim is scuffed. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. Dimensions found the part to be conforming to print specifications where measured. These devices are used for treatment. The sales representative indicated that the shims were subjected to sonic cleaners. The investigation has identified that sonic cleaning may be a contributing factor to the ejecting of the ball bearings from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA recall z-1052-2015 contains all tasp shim lots. The reported tasp shims in this complaint were manufactured before the design modification.

Manufacturer narrative:
Other devices used: catalog #42527900302, persona tibial articular surface provisional shim, lot #62436440. Catalog #42527900503, persona tibial articular surface provisional shim, lot #62799378. This report will be amended when our investigation is complete.

Event description:
It is reported that during the cleaning process, it was noticed that the ball bearings of the articular surface shims were missing.

Manufacturer narrative:
This report will be amended when our investigation is complete.